Event description:
The customer reported that the wound dehisced 2 days after an exploratory laparotomy for gunshot wound. Small bowel extrusion was observed on post operative day 2. The pt was returned to the operating room, re-explored, lavaged and reclosed in a similar fashion. Attending surgeon feels that the increased intra-abdominal pressure resulting from the strenuous activity contributed to the event. Pt was returned for normal post operative recovry. Pt has since been discharged in good condition and has resumed normal daily activities.